Manufacturer narrative:
Prism is a distributor of (B)(6) products. The investigation by prism show unintended use of the carry bar caused increased stress on the bolt, allowing it to fracture and separate. These modifications were not authorized by (B)(6) nor prism (B)(4). The user should be retrained, as the user manual warning states: "any unauthorized repairs, modifications and additions are not permitted for safety reasons and excludes manufacturer of any liability from the resulting damages. Manufacturer is excluded of any further liability for damages resulting from the use of spare parts or accessories that are not approved by the manufacturer."

Event description:
Individual was being transferred from a wheelchair back to bed. When moving the wheelchair out of the way, the patient fell; hitting the floor with the carry bar falling onto his chest. The individual was taken to hospital.